Event description:
The product remains implanted in the patient and will not be returned. Per the surgeon the breakage of the screw did not represent a risk to patient¿s health. No revision surgery performed or scheduled. MDR filed in error 1020279-2013-00265.

Manufacturer narrative:
The product remains implanted in the patient and will not be returned. Per the surgeon the breakage of the screw did not represent a risk to patient¿s health. No revision surgery performed or scheduled. MDR filed in error 1020279-2013-00265.

Event description:
It was reported that a revision surgery was performed.